Event description:
I believe there is a manufacturing contamination of cvs's silicone ear plugs. I have used this product in the past without problem. I rolled out an ear plug and put it around the edge of my CPAP mask. After I put on my mask, within a very short period of time, my face was burning where the mask was touching. I thought perhaps I was becoming allergic to the silicone, so I switched to a different mask that night. A closer examination of the silicone on the mask revealed the presence of small white sharp splinters of some kind. I can only assume they are somehow related to the burning, as I have since used a different brand of silicone without irritation. Fortunately, I did not leave it on my face along enough to cause a problem with my skin, -I hope-. Unfortunately, when I took the silicone off of my mask, it appears to have damaged the mask. I guess there is some chemical contamination of the ear plugs, in addition to the splinters. I stopped by the pharmacy on the way home from work a few days ago. They say that no problem with this product has been reported. This surprised me somewhat, because I cannot imagine that these plugs could be used in your ears or anywhere else without extreme irritation. Dates of use: 2008. Diagnosis or reason for use: improve seal on CPAP mask. Event abated after use stopped or dose reduced: yes.